Manufacturer narrative:
The reported fuses were returned to the manufacturer for analysis. Analysis found that the complaint was unable to be confirmed. The fuses passed all testing with no failure found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the line power light on the viewing station of the imaging system was not illuminated. The representative found that replacing the fuses for the viewing station of the imaging system, the unit would power on and would charge. The imaging system then passed the system checkout and was found to be fully functional. The representative reported that the probable cause of the open fuse was from a wall outlet breaker tripping. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would not power on after being shut down by the user. It was reported a site radiologic technologist (rt) observed the imaging system losing power when transporting the system to storage. There was no patient present when this issue was identified. No additional information was provided.